Event description:
The pt was implanted with a left ventricular assist device. Serial number (B)(4) was provided to the MFR on (B)(6) 2013, for a pt whose circumstances of death were reported as follows: multiple strokes, care withdrawn. No additional actions provided for this event.

Manufacturer narrative:
The pt expired. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.